Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced suction and impella position unknown alarms. The alarms did not correlate to the non-invasive blood pressure readings. Additionally, there was a kink in the purge line which resulted in alarms. The kinks were fixed and the alarms resolved. The patient also experienced inflammation requiring medication. The patient is in stable condition.

Manufacturer narrative:
H6 updated. Corrected data. B5 updated with clinical and engineering rationales. D1 updated/corrected.

Event description:
Clinical assessment: the patient is a 24-year-old male with hypertension and familial non-ischemic cardiomyopathy with severe left ventricular dysfunction. He has an implantable cardioverter-defibrillator and was managed by the heart failure team on home intravenous inotropic therapy. He was readmitted after ventricular tachycardia and ventricular fibrillation cardiac arrest, requiring multiple defibrillator shocks and cardiopulmonary resuscitation, with return of spontaneous circulation. Despite intra-aortic balloon pump support, he showed worsening laboratory values and low mixed venous oxygen saturation, prompting escalation to impella 5.5 support via surgical axillary approach. During support, the patient developed volume overload (edema) requiring increased intravenous diuretic therapy. He remained on impella support. Intermittent device alarms and positioning concerns occurred, including purge line kinking and shallow placement, which were evaluated with echocardiography and corrected as needed. At one point, suction alarms prompted imaging confirmation that the device remained appropriately positioned. Clinician is the patient was managed with continued mechanical circulatory support, diuresis, and physical rehabilitation while being bridged to heart transplantation as priority status two. The impella 5.5 was ultimately explanted. The original complaint concerned inflammation (edema) and medication required as patient outcome. The reported clinical finding of increased generalized edema is most likely attributable to the patient¿s underlying advanced heart failure and low cardiac output state, rather than device related. Although intermittent device alarms and positioning concerns occurred during the overall support course, these were promptly assessed and corrected, with echocardiographic confirmation of appropriate device positioning and function. Impella position unknown alarms probably related to sensor issues and to be further defined by engineer. Engineering assessment: during impella 5.5 support, a purge line kink caused high purge pressure, which cleared when the kink was resolved. The pump was noted to be shallow in the left ventricle and repositioned. Inaccurate placement signal was noted relative to arterial line reference pressures, which caused suction and impella position unknown alarms. These malfunctions are considered reportable events per sop-ra04-f002.

Manufacturer narrative:
No product was returned for evaluation. Data logs were returned for analysis. The root cause of the positioning issue was not determined due to inconclusive evidence from the clinical details and data log analysis. The root cause of the pump suction was not determined due to inconclusive evidence from the clinical details and data log analysis. The root cause of the purge tubing kink could not be determined due to unreturned product for further evaluation. The cause of the inflammation was not determined due to insufficient clinical details. The device passed all post-sterile inspection checks.